Manufacturer narrative:
Two opened trocars were received for evaluation. The returned samples were visually inspected and were found nonconforming with a cut in each septum. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned samples exhibited damaged valves. This complaint evaluation was not able to determine the root cause of the identified valve conditions. Possible root causes for the nonconforming conditions include valve handling during assembly and handling in use. An internal investigation has been opened to address reports of a similar nature. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported leakage from a trocar valve during a surgery. A trocar plug was used to resolve the issue. The procedure was completed without harm to the patient. Additional information and product sample were requested.